Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: c01a, 510k #: k180700 and UDI #: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l1 vertebral body collapse. It was a compression fracture due to osteoporosis. Balloon kyphoplasty was performed at l1. Intra-op, after the cement was filled into l1 vertebral body, it was found that the cement leaked to the lateral side of the right vertebral body. According to the surgeon, there were no problems due to the event. No patient complications were reported.